Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00582. It was reported the patient experienced a sudden loss of stimulation. Patient increased stimulation strength via the patient programmer, but was still unable to feel pain relief. Patient denied any falls or trauma. The leads were found to have migrated and were explanted and replaced.